Event description:
It was further reported that power was off on the controller for about 12 minutes.

Manufacturer narrative:
Continuat, a supplemental report is being submitted for a correction. B5 description of the event was updated to indicate that power was off on the controller for about 12 minutes. E1 initial reporter updated from "(B)(6)" to "(B)(6)". Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an apparent stroke. In addition, there was driveline cable/driveline connector damage. The driveline pin was bent and the site attempted to repair it. While the site attempted the repair, the pump was off several times. The site later said there was no driveline damage.

Manufacturer narrative:
A supplemental report is being submitted for correction. B5 description of the event and h6 codes corrected to indicate that the patient experienced an apparent stroke. In addition, there was driveline cable/driveline connector damage. The driveline pin was bent and the site attempted to repair it. While the site attempted the repair, the pump was off several times. The site later said there was no driveline damage. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the vad and the controller were not returned for evaluation. Log file analysis revealed two (2) controller power up events logged on (B)(6) 2021 at 11:05:54 and 11:11:30 with an associated motor start event at 11:11:38. Review of the event log file revealed that between the two controller power events, the date, patient ID, and speed were set. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events on (B)(6) 2021; the first data point was logged at 11:31:25 on (B)(6) 2021, indicating that the power up events occurred during a controller exchange. Log file analysis also revealed a controller power up event with associated motor start event logged on (B)(6) 2021 at 03:14:19. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 70% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and an active adapter was connected to power port two (2). The controller was without power for 12 minutes and 37 seconds. No anomalies were noted leading up to the loss of power. As a result, the reported loss of power event was confirmed; however, the reported driveline connector damage was not confirmed due to insufficient evidence. Information provided by the site indicated that the patient coded due to the loss of power to the ventricular assist device (vad) and experienced an apparent stroke. Based on the available information, the most likely root cause of the controller power up events observed on (B)(6) 2021 can be attributed to a controller exchange. A possible root cause of the loss of power observed on (B)(6) 2021 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported driveline connector damage can be attributed, but not limited, to wear and/or handling of the device. Per the instructions for use, stroke is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: con404413 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿controller 2.0 ,model #: 1420, catalog #: 1420, expiration date: 30-nov-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 14-nov-2018. Patient ime code(s): e0602, imf code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected power loss. It was also reported the patient coded due to the loss of power to the ventricular assist device (vad). The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction. Adding another concomitant product. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.